Event description:
On 12/02/2020, hcp reported that one of the pdo threads inserted on (B)(6) 2020 had migrated. Thread had to be removed from inferior aspect by creating incision in marionette line. Physician reported all other pdo threads were intact. Patient was given standard wound care instructions. No additional updates have been indicated.